Event description:
Big blue changed out on (B)(6), although the event started (B)(6). Likely cause a leaky pilot valve. When pressing the "test" button on the back-up driver, the active driver would drop flows down to zero and would alarm. Did not appear to cause harm.